Manufacturer narrative:
H6: code 22 ¿ according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak. The word "endoleak" was omitted from the previous report.

Manufacturer narrative:
H6: code 3331 - DHR review was completed. H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications; h6: code 22 ¿ according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient was treated for an abdominal aortic aneurysm. A gore® excluder® aaa endoprosthesis featuring c3® delivery system and two gore® excluder® aaa endoprostheses were implanted. The procedure was successful, and the patient tolerated the procedure. On (B)(6) 2021, the patient underwent a revision after a right common iliac artery aneurysm enlarged due to a type ib endoleak, which in turn caused one of the gore® excluder® aaa endoprostheses to pull back into the sac of the previously treated abdominal aortic aneurysm. Additional gore® excluder® aaa endoprostheses were implanted to extend from the previously implanted grafts into the external iliac. The procedure was successful, and the patient tolerated the procedure.